Event description:
New information received noted that the patient's pacemaker was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of device found in backup mode and no rf communication were confirmed. The device was received with telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found at near elective replacement level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, depleted the battery prematurely and resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that the pacemaker was in backup operation. The patient was brought into the clinic and the pacemaker was unable to interrogate using rf telemetry. No programming changes were made. The patient was stable throughout.